Manufacturer narrative:
The spm and upd have not been returned to intuitive surgical inc. For failure analysis evaluation; therefore, the root cause of the customer failure mode cannot be determined. A follow-up MDR will be submitted once failure analysis is completed. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the system generated a non-recoverable error 252. The customer attempted to power cycle the system to clear the error, however, the power cycle resulted in no video output from the vision side cart (vsc) monitor. The customer confirmed that the system was not docked to the patient but did indicate that ports had been placed. An intuitive surgical, inc. (Isi) technical support engineer (tse) then had the customer power off the system which resulted in error 31030. The tse instructed the customer to perform a hard reset to turn off the system but the issue persisted. The tse attempted further troubleshooting steps by having the customer confirm the connections between the vsc and the patient side cart (psc) and cycling the circuit breakers but once again the issue persisted. At that time, the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed successfully via traditional laparoscopic surgery with no reported injury. The customer indicated that, after case completion, the system powered on as expected with another hard power cycle of the system. An isi field service engineer was dispatched to the site and confirmed that the psc would not fully power on. To resolve the issue, the fse replaced the system power manager (spm) and universal power distributor (upd).

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - the original equipment manufacturer (OEM) received the universal power distributor (upd) and completed repair. The OEM replaced dc converter, installed jumper wire and removed r586 and r603 per isi instruction. The unit passed in-house testing and is in full compliance with isi specifications.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Intuitive surgical, inc. (Isi) received the system power manager (spm) associated with this complaint and completed its investigation. Failure analysis (fa) was unable to replicate the reported issue ¿ psc does not fully power on. The unit passed testing with no trouble found and fa noted the board on the unit needs an upgrade. Intuitive surgical, inc. (Isi) received the universal power distributor (upd) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed/replicated the reported issue ¿ psc does not fully power on. Fa noted there is a "chirping" sound coming from the board and d17 is turning on and off with a chirp sound. The chirping sound seems to be coming from the ps1 and the dc/dc converter ps1 may have failed and needs replacement. Fa also indicated the board on the unit needs an upgrade.

Event description:
Refer to additional for follow-up information.